Event description:
High impedances over 4,000 ohms were reported on some bipolar pairs. It was reported that impedance values were within normal limits during one test, but two hours later the impedances all read open. Therapy impedance also measured open, but showed 1883 ohms when results were within normal limits. The patient felt a pulsing sensation while checking impedances and when turning the neurostimulator on, and felt shocking in the pocket site while the device was turned on. The patient also experienced a gradual loss of therapeutic effect over the past few months. It was stated that there was no issue with the neurostimulator itself. During a surgical revision on (B)(6) 2011, the lead revealed an open circuit on the zero electrode. The physician replaced the extension as he felt there was an issue with it; however, he did not replace the lead and decided to rather attempt to reprogram the patient using the #1 or #2 electrode. While the physician was tunneling the replacement extension, the plastic carrier broke off in the patient's neck as it was being pulled up to the patient's head. The physician made an additional incision in the patient's neck in order to retrieve the broken pieces. The patient recovered without sequela. Reprogramming was successful and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).